Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a left heart catheterization, a stent delivery system was entangled in a wire. Vascular access was obtained via femoral artery. The 80% stenosed target lesion was located in a moderately calcified and moderately tortuous anastomosed saphenous vein graft and marginal artery. A 2.50x8mm promus element plus was advanced over the wire. Another unspecified wire was placed inside the vessel as well. As the delivery system was advanced, it was "entangled" into the second wire and prevented the stent delivery system from advancing towards the lesion. All devices were removed as a system intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.